Event description:
A facebook social media user responded to a post titled ¿5 tips for working while on pd¿ stating that her husband did that for two and a half years. The user then stated the patient unfortunately passed away. There was no patient name, clinic ID, or other patient demographics provided; therefore, no additional follow-up was performed.

Manufacturer narrative:
Clinical investigation: there is no indication the patient death was related to the use of the liberty select cycler or other fresenius product. Additionally, there is no allegation of a device or product malfunction, deficiency, or defect reported for this death. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A facebook social media user responded to a post titled ¿5 tips for working while on pd¿ stating that her husband did that for two and a half years. The user then stated the patient unfortunately passed away. There was no patient name, clinic ID, or other patient demographics provided; therefore, no additional follow-up was performed.